Event description:
On (B)(6) 2019, the patient contacted lifescan (B)(4), alleging that his onetouch verio flex meter was reading inaccurately high compared to feelings/normal results. The complaint was classified based on customer care advocate (cca) documentation and additional information obtained when cca made a follow up call to the patient. The patient stated that the alleged product issue began on (B)(6) 2019 at 7:00pm. The patient tested his blood and obtained an alleged high reading of 32.0mmol/l on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages his diabetes with insulin (self-adjuster) ¿20 units of lantus in the morning and 6 units of novorapid in the evening¿ and reportedly took ¿8 extra units of novorapid¿ in response to the alleged high reading. The reporter stated that two minutes after the alleged issue began the patient developed symptoms of ¿anxiety and sweating¿. The patient stated that at 7:05pm the patient retested on his old accu-chek aviva meter and obtained a result of 12.0mmol/l that led to them being hospitalized. The patient stated when in the hospital the hcp obtained a blood glucose result on the hospital meter of 3.0mmol/l and was treated with IV drip to raise his blood glucose and kept overnight for observation. Once the patient¿s blood glucose stabilised the patient was released from hospital. During troubleshooting the cca noted that the meter was set to the correct unit of measure. The patient had not manually selected the control solution test. The patient was not in possession of control solution to perform a test. The test strips had been stored correctly and not expired. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event that led to being hospitalized after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.